Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown head. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10685, 0001825034-2017-10684.

Event description:
It was that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to dislocation and femur fracture. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation and femur fracture. The sales rep was inquiring about what stem inserter/extraction thread size is used with the biomet progressive stem.